Event description:
It was reported that during an implant procedure, prior to wound closure, while tunneling the probe, the tunneling tool sheath stabbed the patient and the patient experienced a pneumothorax. A pericardial effusion was performed. The patient was admitted into the intensive care unit for 24 hours and is in stable condition. A successful defibrillation threshold testing and x-ray were performed. No additional adverse patient effects were reported. This product was disposed and will not return for analysis.

Event description:
It was reported that during an implant procedure, prior to wound closure, while tunneling the probe, the tunneling tool sheath stabbed the patient and the patient experienced a pneumothorax. A pericardial effusion was performed. The patient was admitted into the intensive care unit for 24 hour observation and is in stable condition. A successful defibrillation threshold testing and x-ray were performed. No additional adverse patient effects were reported. This product was disposed and will not return for analysis.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The tunneling tool perforated the patient during the procedure. Please refer to the section b5 for more information regarding the specific circumstances of this event.